Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 452 mg/dl confirmed and persistent high readings for over 12 hours; troubleshooting focused on potential infusion set or supply issues, and an infusion set change was performed with insulin delivery resumed. Investigation of this case revealed an unclear cause of hyperglycemia. No symptoms associated with elevated blood glucose reported. Outcomes included decreasing glucose levels following corrective actions, with readings trending down to 278 mg/dl. It was concluded that the device continued insulin delivery after the infusion set change and that the event resolved with glucose trending down, with root cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.